Event description:
It was reported that while in use on a patient, an 840 ventilator had o2 (oxygen) readings out of range. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. A service engineer (se) inspected the device and calibrated the o2 sensor; the se was not able to duplicate the reported event. No parts were replaced. The unit passed all testing and operated within the manufacturing specifications.